Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The investigation attempted to replicate the reported complaint and were able to successfully receive high/low glucose alarms on an (B)(6) device with (B)(6) using a known good libre 2 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A customer reported that the sensor alarm failed to sound when blood glucose was low and as a result, experienced a loss of consciousness and received glucagon and lemonade as treatment from a non-hcp. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh006dp910 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with the known good reader, a linearity test was performed, and the low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A customer reported that the sensor alarm failed to sound when blood glucose was low and as a result, experienced a loss of consciousness and received glucagon and lemonade as treatment from a non-hcp. No further information was reported. There was no report of death or permanent impairment associated with this event.